Event description:
Caller reported a minimum fill notification and declined to provide additional information about the issue. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.